Manufacturer narrative:
Age at time of event: 18 years or older.    (B)(4): the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified arteriovenous fistula (avf) in the forearm. A 5fr non bsc introducer sheath was placed. Then a 4.0mmx40mmx80cm sterling¿ balloon catheter was advanced to the lesion. The balloon was inflated for 60 seconds; however, it ruptured at approximately 14 atmospheres on the first inflation. The device was completely removed from the patient and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.